Event description:
It was reported that during a stenting treatment procedure, the stent delivery system (sds) became stuck on the guide wire. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous proximal left anterior descending artery. A 15x3.0mm non-bsc balloon catheter was used to pre-dilate the lesion at 10 atm. A 3.50x20mm promus element plus stent delivery system was attempted to deliver to the lesion but a strong resistance was encountered between the complaint device and the guidewire. The 3.50x20mm promus element plus stent delivery system was stuck to 15x3.0mm non-bsc balloon catheter. The sds was removed together with the guidewire. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at the time of event: over 18 years. Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).